Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported they had difficulty recharging their implanted neurostimulator (ins) since yesterday, but patient services specialist (pss) identified the pt was implanted 8 days ago so they were recharging over the unhealed wound. Pss understood the pt had difficulty recharging the ins battery due to not being healed. Pt confirmed they hadn't been to their post-op follow-up appointment yet. Pt spoke to mdt rep via phone today and notified them about the issues. Their mdt rep redirected the pt to patient services. Pss reviewed to the pt the consequences of recharging on an unhealed wound and suggested the pt wait till their follow-up appointment to recharge the ins battery. (B)(6) 2023 (B)(6) (B)(6) (con): additional information was received from the patient (pt). It was reported that pt had their post op appointment on monday and at that visit their manufacturer representative (rep) said they had 9 days left of charge in the implant. Patient woke up yesterday and noticed the implant was empty and the stimulation was turned off. Patient tried to charge the implant, but it would not connect or charge. Patient said it kept saying "no device found" over and over. Patient noted that since they were implanted there has only been one time that they were actually able to connect to the implant and got it charged up to 70%, but all other times it says "no device found." Patient noted that they've been trying to charge today but now it won't go past "connect the recharger." Patient called rep again and was redirected to patient services for a replacement recharger. The manufacturer's patient services specialist (pss) had patient reset the controller; patient noted they have tried this probably 14 times with no improvement. Patient examined the equipment for damage and noted no visible damage or abnormalities. Pss had patient attempt to connect to the implant with the controller. Patient was seeing "no device found" even with the controller over the implant. Agent had patient connect the recharger and position the antenna over the implant. Patient commented that it's really hard to position the antenna back there and they should put the implants in the front. Patient continued to see "no device found." Patient selected "recharge" and saw "connect the recharger." Patient confirmed the recharger was connected. Patient confirmed the controller responds to the ac power supply. Patient commented that they didn't know how much pain they had until the stimulation went off.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3:analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.